Event description:
It was reported that the device needed service for "potential fluid contamination." No further details were provided. Upon evaluation of the device, ventec observed that its vte (exhaled tidal volume) levels were low. There were no reports of patient involvement associated with the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it delivering low vte (exhaled tidal volume) was confirmed. Ventec replaced the control board and blower to resolve the reported issue, noting that both showed signs of contamination. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board and blower which showed signs of contamination. The source of the contamination could not be conclusively determined.